Event description:
It was reported that on 01 apr 2026, a 23mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, a chipping was observed at the valve cusp. The device was removed and a new 23mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure while patient on bypass. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.